Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the sample noted that it had been cut at the y-side connector and the remainder of the set was not returned for analysis. Further visual inspection observed a hairline crack to the female luer of the set at the backcheck valve line. Functional and pressure testing confirmed fluid leaking from the crack during flush through. The root cause of the customer¿s report of a leak was identified as due to a crack to the female luer. The cause of the crack is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that a leak occurred during clinical use and on closer inspection a crack was observed from the female luer. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.